Manufacturer narrative:
Multiple attempts to obtain additional information on this event have been unsuccessful. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Although the reason for explant is unknown, since the ring was explanted immediately after implant, and the native valve was replaced, it is likely that the failed repair was due to native valve disease. The reported information does not indicate that the event was due to the design of the device. (B)(4).

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring in the tricuspid position, the surgeon explanted the ring and replaced it with a bioprosthetic valve. The reason for explant was not reported. There were no reported adverse patient effects.

Manufacturer narrative:
Additional information was received that implant of this ring did not result in adequate coaptation of the tricuspid leaflets, therefore the surgeon elected to remove the ring and replace it with a 29mm medtronic bioprosthetic valve. Patient medical history includes: severe tricuspid regurgitation, restriction of the septal tricuspid valve leaflet, mitral valve en docarditis, end-stage renal disease, right ventricular dysfunction, refractory bacteremia, severe hepatic dysfunction, malnutrition, atrial fibrillation (afib), pacemaker lead infection, pulmonary hypertension, moderate mitral regurgitation and stenosis, tricupsid regurgitation, and previous mitral valve repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.